Manufacturer narrative:
Plant investigation: the complaint sample has not been received. Batch production record controls resulted with conformity. Non-conformity was not observed during the manufacturing process. There is no other complaint reported for the subject batch. The described situation is adequately addressed in information for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. Retained samples were checked for component defects, assembly failure, and conformity with the product specification. Leakage test performed under air/liquid pressure for assembly failure and leakage. As a result of examination, no failure detected on the retained samples. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that premature clotting occurred within 12-24 hours of using the ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt). The patient experienced approximately 500 ml of blood loss. There was no serious injury or required medical intervention reported. The sample is not available to be returned to the manufacturer for physical evaluation. Additional information requested but has not been obtained.

Event description:
It was reported that premature clotting occurred within 12-24 hours of using the ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt). The patient experienced approximately 500 ml of blood loss. There was no serious injury or required medical intervention reported. The sample is not available to be returned to the manufacturer for physical evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.